Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report hospitalization due to diabetic ketoacidosis. Insulin had leaked into the reservoir compartment. Customer's blood glucose reading is 300 mg/dl. Customer has treated with insulin. Insulin has leaked past the second o-ring. Customer stated that the reservoir leaked. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.